Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5091817. Product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7070021.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The explanted devices were discarded per hospital policy.